Event description:
On january 22nd 2018, during a pacemaker implantation procedure, the vega r52 atrial lead could reportedly not be connected to the subject device. The device was replaced.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during a pacemaker implantation procedure, the vega r52 atrial lead could reportedly not be connected to the subject device. The device was replaced.